Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 10 atmospheres for 1 minute after few inflations. The procedure was completed using an alternate device. No patient complications were reported.